Event description:
It was reported that during right vertebral artery stenosis procedure, the intermediate catheter was inserted into a guiding sheath. After percutaneous transluminal angioplasty was done using a balloon catheter, the subject stent was placed at the lesion. When contrast was performed after placement, the peripheral was not well projected, and when percutaneous transluminal angioplasty was performed again, the guidewire was stuck in the middle of the balloon catheter and there was a strange marker on the guidewire seen. Various manipulations were attempted to see what it was and then the physician found that the distal tip of the inner body of the subject stent was broken/fractured. The physician retrieved the broken fragment using a snare device. There was a surgical delay of 60 minutes reported. The procedure was completed successfully.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent stabilizer was seen to be kinked in 3 locations, 8cm, 18cm and 81cm from the proximal end. The stent stabilizer was seen to be broken/fractured at 126.8cm from the proximal end/ 35 cm from the distal end. The stent stabilizer was seen to be deformed at the distal end. The stent delivery catheter was not returned. The stent was not returned. During functional inspection, stent stabilizer broken/fractured during use functional test ¿ visual defect confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event stent stabilizer broken/fractured during use was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that when contrast was performed after placement, the peripheral was not well projected, and when percutaneous transluminal angioplasty (pta) was performed again with balloon catheter, the wire was stuck in the middle and there was a strange marker on the guidewire seen. Various things were attempted to see what it was. Then, found out that the distal tip of the inner body of the subject stent was broken/fractured. As per the additional information, the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure, the patient¿s anatomy was normal. During advancement or repositioning of the device, the inner body was advanced independently of the outer body. The device was returned, and it was confirmed that the stent stabilizer had been kinked, deformed, and fractured. It is probable that the device was damaged when it became stuck, causing the reported event and the damage noted to the returned device. An assignable cause of procedural factors will be assigned to the as reported ¿stent stabilizer broken/fractured during use' and to the as analyzed ¿ stent stabilizer kinked/bent', ¿stent stabilizer broken/fractured during use' and ¿stent stabilizer deformed', as the investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that during right vertebral artery stenosis procedure, the intermediate catheter was inserted into a guiding sheath. After percutaneous transluminal angioplasty was done using a balloon catheter, the subject stent was placed at the lesion. When contrast was performed after placement, the peripheral was not well projected, and when percutaneous transluminal angioplasty was performed again, the guidewire was stuck in the middle of the balloon catheter and there was a strange marker on the guidewire seen. Various manipulations were attempted to see what it was and then the physician found that the distal tip of the inner body of the subject stent was broken/fractured. The physician retrieved the broken fragment using a snare device. There was a surgical delay of 60 minutes reported. The procedure was completed successfully.